Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service could not confirm the customer's complaint. During the device evaluation, a leak was found coming from the contact pins. The cover had deep dents, cracks and scratches. Switch #1 of the camera had a deep scratch. The angulation of the scope was low, and the plastic was found burnt/melted. In addition, the light guide lens contained a big chip on the edge and the bending section had a severe dent. Finally, the insertion tube was dented, deep scratches were found, and the boot was torn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probable causes include: the entire image was blurred due to damage to the ccd unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. Following the instructions for use (IFU) may prevent the occurrence of the event: operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use: warnings and cautions. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the device was displaying a blurry image and out of focus. It is unknown when the reported problem was found. There was no harm or user injury reported due to the event.